Manufacturer narrative:
Investigation completed on september 21, 2017. Failure analysis: during evaluation the following was observed: both trunnion ring scales have been installed in the wrong position and must be corrected. The unit must be cleaned, polished and re-calibrated. Device history record reviewed for product ID crwprecise, serial # (B)(4) was manufactured on 01mar17 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. 100% of this product is inspected per inspection requirements. The sampling plan has been reviewed and determined to be commensurate to the appropriateness and accuracy to current complaint needs. Trend analysis: a two year look back in the complaint system from 09/18/2015 to 09/18/2017 for this reported failure and or related to "sticking " or "calibration" for product family (crwprecise) shows that two additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Root cause: root cause unsuccessful repair - human error.

Event description:
A report was received for the crw precision arc system stating that the ring scales are in the wrong position. Additional request for information was sent and on 08sep2017, the following was provided: the dysfunction was observed during off room testing on (B)(6) 2017. No patient was impacted.